Event description:
It was reported that the instrument was missing one of the retention balls. This was discovered in the sterile processing department. There was no patient involvement.

Manufacturer narrative:
(B)(4). Visual inspection of the returned item found it to exhibit signs of repeated use and have one of components (B)(4) disassembled / missing. The components were not returned. The device history record was reviewed and no discrepancies relevant to the reported event were found. This device is confirmed to have been a part of a previous investigation. Actions were initiated to recommend against using ultrasonic cleaning as a sterilizing technique for these devices. These devices were subsequently re-designed to account for this failure mode with a new locking mechanism. It was determined that these devices were manufactured prior to this design change. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-01926, 0001822565-2022-01925, 0001822565-2022-01922, 0001822565-2022-01924, 0001822565-2022-01920, 0001822565-2022-01921, 0001822565-2022-01919.